Manufacturer narrative:
Additional information: in review of the file, it was noted that this event had already been reported under manufacturing report number 9614546-2018-01024. Therefore, no further information will be provided under this manufacturing report number 9614546-2018-01034. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A review of complaints revealed one similar complaint for this production order and no product deficiency was identified. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00 21.0 diopter lens was implanted in the patient''s left eye (os) on (B)(6) 2017. It was later explanted on (B)(6) 2018 because the patient experienced night glare. There was no incision enlargement, no vitrectomy, and no sutures used. The replacement lens was a zcb00 21.5 diopter lens. Reportedly, there was no patient injury. No additional information was provided.